Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 280ct2021 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "cubie failures" was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that drawer 2-2 failed during operation, and inspection revealed a broken retractor band, which was replaced. While replacing the retractor band, it was discovered that the clip on the pyxibus controller board was broken, preventing the connection from seating securely; therefore, the controller board was replaced to ensure proper functionality. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151630-01: was received with a broken connector (j402). During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151630-01: no further testing was required due to broken connector (j402) found during the external inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the "failed drawer" drawer complaint was identified as follows: crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality. A faulty "pcba pmc v1.06/v0.09bl hh", p/n 151630-01, due to a broken connector (j402), which compromised the proper functionality of the whole assembly.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.2 pocket c6 had read write error and pocket d5 not detected on bus. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.